Manufacturer narrative:
(B) (4).

Event description:
Patient reports coupling and/or communication issues when recharging her ins. She discussed the issue with a company representative, and also went to her md. Add'l info indicates that she had surgery on (B) (6) 2010, and is no longer having problems with her system.